Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance greater than 125 ohms. An invasive procedure was performed to cap the lead. During the procedure, the device was found to have physical damage on the header. The device was successfully explanted and replaced. No adverse patient effects were reported.